Manufacturer narrative:
This is one event (cardiovascular) for two events reported for the same pt involving three separate products; associated MDR #s: 1225714-2013-02939, 1225714-2013-02845, 1225714-2013-02846, 2937457-2013-00200, 2937457-2013-00211.

Event description:
The plaintiff's attorney alleged that the decedent experienced a cardiovascular event on (B)(6) 2012 . The decedent experiences another cardiovascular event and subsequently expired after the use of the product.